Event description:
The pt was experiencing return of symptoms. A roller study was performed due to and the roller did not move. A catheter dye study through the catheter access port was negative for any catheter issues. No volume discrepancies have been reported. Event logs do not show motor stall. The hcp wants to repeat the roller study prior to making decision to explant the pump.